Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump failed leak test due to cracked case. The insulin pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or frozen screen noted. The insulin pump was received with minor scratched lcd window, cracked case near belt clip rails corners, cracked battery tube threads and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced stuck button and frozen screen. The customer's blood glucose value was unknown. The customer stated that the buttons were not responding and the time clock does not advance. The customer stated that a frozen display recurred. The customer was not able to clear the alarm. The product was returned for analysis.